Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that during positioning in an aneurysm, the implant coil stretched before the last 5cm of the implant had been placed. The remainder of the implant could not be completely pushed into the aneurysm. The pusher coil was then withdrawn, which unintentionally stretched through the vessel to the puncture site and detached outside the patient. An angio-seal vessel closure device was used for hemostasis and to secure the pusher coil to the puncture site. A stent was used to tack the stretched implant coil to the vessel wall. There was no reported health damage to the patient.